Manufacturer narrative:
(B)(4). Batch # p5577a. The analysis results found that one psee60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality only in dry fired. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic bariatric sleeve gastrectomy procedure, the first firing with a black reload with buttressing material, the device seemed to fire fine. There were no apparent issues with staple formation, but there was some bleeding from the staple line. Clips were applied laparoscopically to achieve hemostasis along the staple line. After loading a new reload in the device they noticed the anvil was bent and would not fit through the trocar. Another like device was used to complete the procedure. Leak testing showed no leaks. The volume of blood loss was minimal and the patient did not require any blood products. There were no adverse consequences for the patient.